Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that during an attempted "intubation with a mac 3 rusch lite slim laryngoscope that once in the patient's throat the xenon bulb shut off." Per a statement from the ems supervisor, the paramedic indicated that, after the light failed, the patient's condition improved, and that there was no indication that any patient harm came from this failure.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. The sample was returned and sent to the manufacturer (truphatek) for evaluation. Truphatek has performed an investigation and found the product to be working well and stated that no issues were found.

Event description:
Customer complaint alleges that during an attempted "intubation with a mac 3 rusch lite slim laryngoscope that once in the patient's throat the xenon bulb shut off." Per a statement from the (B)(6), the paramedic indicated that, after the light failed, the patient's condition improved, and that there was no indication that any patient harm came from this failure.